Manufacturer narrative:
The insulin pump passed the functional testing, including the self test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The low reservoir alarm was set to 20.0 units. The insulin pump alarmed low reservoir at 20.0 units. After the rewind, a water filled reservoir was installed and the insulin pump was monitored. The insulin pump was then programmed with multiple test boluses and all delivered properly. No unexpected delivery anomaly, error alarms, unexpected reset, cleared settings anomaly, or active insulin anomaly was noted. However, formatted history file analysis confirmed software errors. Boluses were delivered using the bolus wizard feature. There were normal boluses of 2.4 units at 23:29 on (B)(6) 2016, and 2.6 units at 3:59 and 1 unit at 7:46 on (B)(6) 2016. No 100 unit bolus estimate was noted using the bolus wizard feature in the formatted history. The insulin pump had minor scratches on the display window, a scratched case, cracked battery tube threads, a cracked case at the battery tube side and cracked retainer ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The nurse of a customer reported via phone call that the insulin pump alarmed software pump error and alerted to a low reservoir. The customer's blood glucose reading was 180 mg/dl and also went up to 432 mg/dl at the time of incident. Customer indicated that the pump may be administering an incorrect amount of bolus and that the low reservoir alerts were in the pump history but did not show up on the display screen. Nurse indicated that the pump will be picked up for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.